Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found a wedling anomaly that prevented the helix from extending or retracting.(B)(4).

Event description:
This report is to advise of an event observed during analysis.